Manufacturer narrative:
Occupation - bs rrt, ccp, lp ne, wi / comprehensive care services perfusionist the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) was unable to pass over the guidewire. The customer noted that the guidewire could be back fed into distal tip only to the bottom of the membrane. A new iab was then opened and inserted without issue. There was no patient harm or adverse event reported

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).